Event description:
As reported on (B)(6) 2014, a pt of unk age and gender presented for an endovenous laser procedure. During withdrawal of the guidewire, it was noted the guidewire had partially unraveled. The guidewire did not fracture and the pt was not harmed. The guidewire was set aside and the procedure was successfully completed. It was reported the pt suffered no harm or injury due to the event. The device has been returned to the manufacturer for eval.

Manufacturer narrative:
The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the device eval will be sent via a f/u medwatch. A review of the device history records was performed for the reported lot for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. Complaint #: (B)(4).